Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable needs to be replaced. The customer elected not to have the system repaired at the time of service. The system was tested and put back into service.

Event description:
The customer reported that the system displayed an iris pot error message, thereby preventing the system from booting up. No pt injury was reported.